Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation. On (B)(6) 2019, it was reported that during preventative maintenance that the bearings and ball plunger needed replaced and that there was a defective lever as well as require the motor, switch, and power cord upgrade. A zimmer electric dermatome serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device noted that the device was out of calibration, there was a worn needle bearing, missing screws and that the ball plunger could not be removed from the device. The device was also noted to need the motor, switch, and cord replacement. It was recommended that the needle bearing, multiple other bearings, the missing screws, the ball plunger, lever, motor, switch, and power cord be replaced. At the time of the investigation, the device was put on a materials hold and has yet to be repaired. The device was tested, inspected, and repaired. While the service technician found that the ball plunger, lever, and multiple bearings needed to be replaced, it cannot be determined from the information provided as to what lead to these components requiring replacement. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device was sent in for preventative maintenance, then it was determined that a repair was needed. Evaluation of the device noted that the device was out of calibration, there was a worn needle bearing, missing screws and that the ball plunger could not be removed from the device. The device was also noted to need the motor, switch, and cord replacement. No adverse events were reported as a result of this malfunction.